Manufacturer narrative:
The site indicated that the incident unit will be returning to the MFR for evaluation when additional info pertinent to the incident presents itself, a f/u report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: one capsule was returned to medtronic for evaluation. The delivery system was not returned for investigation. The trocar needle was advanced. The capsule electrodes were visually acceptable. The wire that holds the capsule was completely off. The delivery system was not returned for evaluation so a root cause could not be identified.

Event description:
A repeat procedure was not performed. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing procedures for a year. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.

Event description:
Customer reported bravo capsule failed to attach. There was no harm to the patient or user.